Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had display anomaly. Troubleshooting was performed. The customer¿s blood glucose level was 168mg/dl at the time of the incident. It was reported that the insulin pump indicated that the customer's blood glucose was 399mg/dl and to check for ketones, however, the customer checked and they did not have a high blood glucose. It was also reported that the customer checked on two different meters and verified that they were not talking about the sensor value. The messages came up on their own without the customer's input as reported. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was noted, as the customer mentioned that they were previously assisted with troubleshooting for damage on the insulin pump. The insulin pump will be returned for analysis.